Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the event log files revealed date stamps of (B)(6) 2000, confirming the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. However, the real time clock (rtc) was reset to zero, but when the date and time were set to actual time and the internal battery (bt2) was adequately recharged, the controller was able to keep an accurate date and time. There are no apparent contributing clinical factors to the reported event. The reset to zero was most likely caused by an extended period of time where the controller was not connected to an external power source, which resulted in a depleted internal coil cell battery. No failure detected; the controller was able to retain the correct date and time during bench testing after adequately charging the internal battery (bt2). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information on for effective controller and power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The IFU warns that if there is a controller failure, the controller should be switched to the back-up controller. It further warns that damaged equipment should be reported to the manufacturer and inspected. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the site that the patient complained about the backup controller which could not be set up. The patient went to the site and the site was not able to be set up the date and time on the controller and correct the issue. A controller exchange was performed with the backup and there were no pump stops associated with this event. The patient was stated to have no effects or consequences. The patient was advised to shut down the backup controller and re start next time to see if that would correct the issue. The issue was corrected with the controller change out. No additional information provided. Investigation is ongoing.